Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge file / battery data for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the device handle does not initialize. The reported issue complaint was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: during the analysis, the handle was opened up and the battery was found to be vented. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications.

Event description:
According to the reporter, pre-operatively of a laparoscopic lower anterior rectal resection, the nurse removed the handle from the battery charger which indicator has illuminated green, the handle did not start up at all. The handle was reinserted into the charger, and then was removed, but the device still did not start up. The same issue occurred with other chargers. Reboot was also attempted with no success. Another handle was used. There was no patient involvement.